Event description:
It was reported that the patient presented with sepsis, ischemic liver, acute tubular necrosis induced acute kidney insufficiency and respiratory compromise. A transesophageal echocardiogram showed small vegetation on the right atrial lead. It was further reported that there was evidence of tissue necrosis and infection. The device and leads were removed and two temporary leads and a temporary device were used. No further patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.